Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent stretched. The lesion location is unknown. The 10x60mm epic vascular stent was advanced to the lesion and was implanted. The stent was postdilated with an unknown balloon. Post implantation, the stent was measured to be 90mm in length. The stent had stretched and was covering the internal iliac artery, which the physician did not intend to cover. The procedure was completed with this device, and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.